Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2026, the user reported experiencing symptoms consistent with a hypoglycemic event, including feeling hot, lightheaded, and unsteady. Reviewing the reported timeframe, the user stated that sensor glucose (sg) values decreased from 52 mg/dl to 45 mg/dl between approximately 11:22 pm and 11:27 pm, which triggered a low glucose alert. The user confirmed receipt of the alert, including audible and vibration notifications. Fingerstick blood glucose (bg) measurements obtained around the same time were reported to range from approximately 88 mg/dl to 100 mg/dl. In response to symptoms, the user reported consuming chips and candy and subsequently presented to the emergency room later that night. The user reported that their healthcare provider was not yet aware of the event at the time of documentation.